Event description:
When going on the heart-lung machine, a safety device, the air bubble detector was turned on by me when I had adequate flow and volume in the oxygenator reservoir. The device immediately set off an alarm and shut off the blood flow to the pt. I could not reset the air bubble detector or turn it off which was necessary to reinstitute blood flow back into the pt. The pt's blood pressure went down due to all of his blood volume was in the heart lung machine and its components. We had to manually reinfuse the blood back into the pt to stabilize him until we could find a solution for the mechanical or electronic problem. We exchanged the air bubble detector with one from another machine and it allowed the heart lung machine to properly operate. Cardiopulmonary bypass was reinstituted with no problems and the operation proceeded. We tried to replicate the problem when the pt was off the heart lung machine and we believe the air bubble detector was defective or possibly the cable connection. We do not know for sure what caused the machine to not operate properly at this time.